Event description:
Device was implanted on 1/25/95. The balloon was revised on 4/5/95. Info received on 2/6/97 indicates a perineal cuff enclosure was implanted on 10/2/96, reason not indicated. Co has requested add'l info.